Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 22 nov 2021 pf and medical records received. Pfs has no new allegation. After review of medical records patient was revised was due to recurrent instability. Intra op findings and confirm during revision that slightly retroverted acetabulum component. Instability at flexion to 70, internal rotation of 30. Upon incision, a 7cm of scar excising that through the dermal layer. Closely inspected the acetabulum, there was actually a fairly large cyst posteriorly full of metallic debris. Doi: (B)(6) 2016 - dor: (B)(6) 2016 (right hip).